Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The drain line length and building drain height are both within specification. There were no obstructions to the drain. The issue could not be duplicated and the machine is back in service.

Manufacturer narrative:
The customer was unable to duplicate the saline bag back fill. The failure mode cannot be confirmed. The device was not returned to the manufacturer for physical evaluation. The reported issue, filling of saline bag, could not be duplicated. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.